Event description:
It was reported to philips that the device fails operational check. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported to philips that the device fails operational check. There was reportedly no patient involvement. The customer worked with the technical support representative. Errors and checks performed indicate problems with the high voltage capacitor. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the high voltage capacitor, the replacement for which was ordered to customer. The customer to install capacitor. The device remains at the customer site and no further evaluation is warranted at this time.